Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a guidezilla 2 guide extension catheter. There was blood in the balloon and lumen. Analysis of the tip, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a burst in the balloon that was 10mm in length, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect to the rest of the device.

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 84% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during the second inflation at 5 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.